Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil prematurely detached during coiling treatment of 4mm posterior communicating aneurysm. The coil was removed with a stent retriever device and the procedure was completed with another device of the same size. There were no patient complications reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil already detached and missing. Additionally, the pushwire was broken into two segments at proximal end but retained together by the release wire. The tack weld replacement crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Based on the reported information and analysis we are unable to definitively determine the cause of premature detachment; however, the implant coil possibly detached due to the break in the pushwire with the release-wire pulled back. All parts of the pushwire that could affect the detachment of the implant coil were found to be within specification.